Event description:
Pt was enrolled into a clinical trial and was treated with balloon kyphoplasty for a painful osteoporotic compression fracture of t9 in 2005. The procedure was completed without difficulty and the pt discharged without pain. Approximately 7 days post-operative, she developed a new back pain and a new compression fracture of t10. No interveniton is planned.